Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that after a da vinci-assisted ventral hernia surgical procedure, the force bipolar instrument entire tip broke. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: instrument tip was broken/hanging off with no other damage, no fragments fell into the patient, jaws were not stuck on tissue, removal required taking out the instrument with the cannula (no port enlargement).

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument associated with this complaint and completed investigations. The reported event with the instrument could not be replicated nor confirmed. Failure analysis could not verify the customer reported event. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. For clarification, the customer complaint was "entire tip broken". Fa, found the instrument to be fully functional. Based on the investigation results, customer reported issue may be due to other factors unrelated to the product.